Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to power off during use at an unknown time on (B)(6) 2016. The patient manages his diabetes with metformin oral medication. It is unclear whether he made any changes to his usual diabetes management routine following the start of the alleged issue. He reported that about a day after the issue began, he developed symptoms of ¿shakiness¿. He reported that at an unknown time on (B)(6) 2016 he consumed more food/drink; no other treatment or medical intervention were specified. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information the patient provided, there was no trauma or misuse to the meter. The cca educated the patient on the meter¿s behavior and auto-shutoff but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.